Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was out of the skin with the device. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was out of the skin with the device. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and no syringe was returned for evaluation. The sealant was present in its manufactured position and fully covered by the sealant sleeves. No abnormal conditions were observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional simulated deployment test evaluation to ensure functionality was performed. The tension indicator was first aligned by pulling the distal tip in the distal direction. Following this, button 1 and then button 2 were depressed in the instructed sequence. The unit functioned as intended: the sealant deployed properly and the balloon retracted without issue. A specific verification was also performed to confirm that the balloon was fully deflated. This verification confirmed the deflated state, with no abnormal conditions observed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant being out of the skin since the returned device did not match the event description and deployment had not been initiated. Since the device passed functional analysis, it is unknown what issue the customer may have been experiencing with this product. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.